Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was impacted 369 mg/dl. The customer took a correction bolus to stabilize blood glucose level. During troubleshooting with tandem technical support, review of pump data revealed, multiple low power alerts and the pump battery gauge displayed a battery charge of 60 % then immediately dropped to 5%. It was indicated that the customer would continue to use the pump until the replacement arrives.